Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for low blood glucose test results. The customer's expected fasting blood glucose test result range is 190-220mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer non-fasting and produced test results of 91 and 91 mg/dl. The product is stored according to specification. The test strip lot manufacturer's expiration date is 2/22/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history (date / time not set): (B)(6). Customer stated that she had her a1c done and was told that her result was "205mg/dl" fasting. Customer did a blood test right after the lab test and the trueresult said 127mg/dl.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found on returned meter or test strips. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for low blood glucose test results. The customer's expected fasting blood glucose test result range is 190-220mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer non-fasting and produced test results of 91 and 91 mg/dl. The product is stored according to specification. The test strip lot manufacturer's expiration date is 2/22/2017 and open vial date is 6/23/2016. The meter memory was reviewed for previous test result history (date / time not set): the 72mg/dl (B)(6) 2016 07:05 pm fasting: yes, the 143mg/dl (B)(6) 2016 10:48 pm fasting: yes, the 177mg/dl (B)(6) 2016 11:47 am fasting: yes, the 97mg/dl (B)(6) 2016 02:38 pm fasting: yes, the 121mg/dl (B)(6) 2016 12:34 pm fasting: yes. Customer stated that she had her a1c done and was told that her result was "205mg/dl" fasting. Customer did a blood test right after the lab test and the trueresult said 127mg/dl.